Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (01) alarm occurred that the arctic sun gel pad line was exposed to the air, so after checking with service, customer replaced the arctic sun gel pad. Per follow up information received via mail on 10apr2025, it will be sent to the bd-approved facility. They could not resolve the issue. They replaced the arctic sun gel pad because the same alarm (01) was displayed even after replacing it with another arctic sun device. No impact to the patient due to the use of the product.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Two photo samples were returned for evaluation. Visual inspection noted the following: one returned photo shows a small right chest pad sticker with lot number ngjq1879. One retuned photo shows an arctic sun 5000 screen with an alert 01 and 0.0 l/m of flow displayed. The sample does not meet specification per (B)(4) rev 13 which states acceptable if the flow rate is: 317-00 universal greater than or equal to 2.4 l/min.m2. 31702 - back greater than or equal to 3.9 l/min.m2. 31702 ¿ thigh greater than or equal to 2.4 l/min.m2. 31703 ¿ back greater than or equal to 2.4 l/min.m2. 31703 ¿ thigh greater than or equal to 2.4 l/min.m2. 31705 ¿ back greater than or equal to 2.4 l/min.m2. 31705 ¿ thigh greater than or equal to 2.4 l/min.m2. 31707 ¿ back greater than or equal to 2.4 l/min.m2. 31707 ¿ thigh greater than or equal to 2.4 l/min.m2. 31709 ¿ back greater than or equal to 2.4 l/min.m2. 31709 ¿ thigh greater than or equal to 2.4 l/min.m2. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Based on the results of this investigation, no additional actions are required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (01) alarm occurred that the arctic sun gel pad line was exposed to the air, so after checking with service, customer replaced the arctic sun gel pad. Per follow up information received via mail on 10apr2025, it will be sent to the bd-approved facility. They could not resolve the issue. They replaced the arctic sun gel pad because the same alarm (01) was displayed even after replacing it with another arctic sun device. No impact to the patient due to the use of the product.